Manufacturer narrative:
H6: additional method code: 4110. Corrections in b7, d4: lot number, and h6: method codes. Additional information in d4: expiration date and UDI number and h4. DHR review: the DHR was reviewed. There are no indications of manufacturing issues which would have contributed to this event and the device was likely conforming when it left highridge¿s control. If additional information is obtained that adds value to the relevant content of this report, a follow-up report will be sent.

Event description:
It was reported that a revision surgery was performed to convert to a fusion following a mobi-c implant that developed subsidence within the disc space. There was no additional patient impact reported.

Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. The lot number is unknown; therefore the device history records are unable to be reviewed. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
It was reported that a revision surgery was performed to convert to a fusion following a mobi-c implant that developed subsidence within the disc space. There was no additional patient impact reported.

Event description:
It was reported that a revision surgery was performed to convert to a fusion following a mobi-c implant that developed subsidence within the disc space. There was no additional patient impact reported.

Manufacturer narrative:
H6: additional method code: 4110. Corrections in d1, d4: catalog number, d6b, d9, g1, and h3. Additional information in h6: component, investigation type, findings, and conclusions. Device evaluation: the device was sent to exponent; they provided the following inspection details. "The articulating surface of the polyethylene insert showed machining marks, burnishing, pitting, surface deformation, discoloration, and multidirectional scratches. The superior and inferior endplates had evidence of damage consistent with impingement." No x-ray images were provided; therefore, implant subsistence could not be confirmed. Root cause: a definitive root cause cannot be determined with the information provided. This event could possibly be attributed to unknown surgical or patient factors. DHR review: the device was not returned and the lot number was not reported, therefore a DHR is unable to be located for review. Device usage: this device is used for treatment. If additional information is obtained that adds value to the relevant content of this report, a follow-up report will be sent.